Event description:
It was reported that a thrombus occurred. The patient underwent a watchman left atrial appendage (laa) closure procedure. The 45-day follow up transesophageal echocardiogram (tee) revealed a device related thrombus which measured 1.3x1.2 cm and was attached to the superior lateral edge of the device. No patient adverse effects were reported. The patient will remain on warfarin, and will switch baby aspirin for plavix. A repeat tee will be performed in 8-12 weeks to assess the status of the thrombus.